Event description:
It was reported that the patient presented to the clinic after receiving vibratory alert. Upon interrogation no alerts were displayed. Two manual capacitor maintenances were performed both resulting in charge timeouts. A third test was successful. Device revision was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.